Event description:
Reference importer # (B)(4).

Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was not returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 09/11/202 and has no repair history at zimmer surgical. No information is known regarding the thickness setting, blades, width plates or pressure setting utilized during the customer's reported event. No information is known regarding the technique or methods utilized by the user during the reported event; however, applying excessive downward pressure while taking the graft can cause the dermatome to take a graft which is thicker than desired and potentially gouge the patient. Unable to determine a cause of the reported complaint as the unit was not returned to zimmer surgical for investigation and repair.